Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power event was confirmed via analysis of the submitted log files. The controller event log file captured a low power hazard and power cable disconnect alarm on 09feb2026. The alarms quickly progressed to a no external power alarm. This event appeared consistent with a loss of power to the mobile power unit (mpu). During the loss of power, the system controller backup battery supported the system as intended. The alarms resolved when external power was restored to the system on 09feb2026. There were no other notable events captured in the log file. The controller periodic log file captured multiple no external power events indicated by the backup battery use count increasing, although a root cause for these events could not be determined due to the periodic recording of the file. The mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the back of the unit or the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any product would return; however, no additional information has been provided and to date, the mpu has not been received for further analysis. A root cause for the reported event could not be conclusively determined through this analysis. CAPA 16070 was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. CAPA 16070 implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The device history record for the mobile power unit could not be reviewed as the serial number of the unit was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which revealed no external power events on 09feb2026 due to power to the mobile power unit (mpu) being interrupted. There was no interruption in pump support due to this event.